Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during fill 4 of 4. The warning occurred several times. Patient stopped treatment. Fluid was found in the pump module area of the cycler and on the external cassette. Fluid leaked from cassette door and cassette but patient was not able to find any pinholes. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse event. The patient went to the clinic and finished treatment. The patient is still using the same cycler.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning during fill 4 of 4. The warning occurred several times. Patient stopped treatment. Fluid was found in the pump module area of the cycler and on the external cassette. Fluid leaked from cassette door and cassette but patient was not able to find any pinholes. In a follow up, the patient's pd nurse verified the fluid leak event and said the patient did not have any harm, intervention or adverse event. The patient went to the clinic and finished treatment. The patient is still using the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.